Manufacturer narrative:
(B)(4).

Event description:
It was reported via field service report l700247. The biomed reported blood in the pump. Contaminated parts were replaced by the hospital biomed sent to him by the fields service engineer.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "blood backup into the pump" was confirmed by the field service engineer. The root cause of how the blood backed up into the pump is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. The reported complaint will be monitored for any developing trends.

Event description:
It was reported via field service report l700247. The biomed reported blood in the pump. Contaminated parts were replaced by the hospital biomed sent to him by the fields service engineer.